Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported keypad inoperable. An event history log (ehl) review was not performed for the reported allegation of 'keypad inoperable' because it's a failure without logical activities or recorded events. The reported problem 'keypad inoperable' was confirmed during evaluation of the device. Idea testing experienced an intermittent keypad response. Evaluation determined the assignable cause to be a defective keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the number pad buttons on the keypad were not working. There was no known patient injury or medical intervention associated with this event. No additional information is available.